Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user failure- not following recommendation. Vyaire technical support informed customer that battery refurbishing is not recommended by manufacturer. Customer decided not to perform maintenance or further troubleshooting.

Event description:
The customer reported that the bellavista1000 ventilator is switching on and off from time to time without anybody touching it or trying to do these actions on the device. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. It was found that the batteries used are not original, batteries are 10 years old and recommend replacing both battery packs. Requested to send the logs that after replacing the battery and service screen #9batteries for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.